Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: corrected: e1 - fax number the drill bit was returned for examination. Visual examination shows that the drill is fractured in the cutting area. Furthermore, it can be seen that the shaft area of the drill and the coupling connection show scratches and wear. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the part and lot combination. Based on the investigation, the reported event of fractured is confirmed. The instrument was manufactured in 2009 and remained in use until it fractured. Review of manufacturing records did not reveal any deviations or anomalies. It is reasonable to assume that the drill was subjected to substantial forces during this time, and the event is most likely related to wear from repeated use over its 16-year service life. However, with the information available, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: report source france. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, a drill bit broke off in the bone and was left in place to avoid further weakening of the humerus during removal. Attempts have been made and additional information on the reported event is unavailable at this time.